Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care provided responded from follow up sent to them regarding the patient. Health care provider reported cause of patient charging twice a day is unknown, patient is scheduled for an appointment on (B)(6) 2019, and weight at the time of event is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for cervical/neck and spinal pain. It was reported that the patient has to charge the implantable neurostimulator (ins) twice a day, it started getting slower and slower, and the charge does not last as long (probably 2-3 weeks). The patient mentioned that the therapy was doing a good job as far as controlling his pain. The patient was redirected to their healthcare professional (hcp) to diagnose if the charge frequency was normal. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provided who responded from follow up sent to them. It was reported that the patient was taken out of high dose and put on low dose to resolve issue with patient charging twice a day. It was reported that cause of patient having to charge twice a day was not determined.